Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient's mobile power unit (mpu) did not power the ventricular assist device (vad) despite the green light being on. When the mpu was brought the clinic, the unit failed to power up and the green light did not illuminate. The issue persisted after exchanging the power cable. No visual evidence of structural or water damage was observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not turning on was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)). The returned unit was evaluated at service depot revealing that the unit would not turn on after being connected to power. The issue was determined to be caused by the power supply printed circuit board (pcb) not functioning as intended. It was noted that the customer was provided a new mpu and that the returned mpu would be scrapped; however, the power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The forwarded board underwent circuit analysis, and it was found that the fuse and the bridge rectifier were electrically shorting. The root cause of the reported event was determined to be damage on the circuitry; however, the cause of the electrical damage could not be determined from this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 12dec2022. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.